Manufacturer narrative:
Qn#: (B)(4). Additional information received 17-jun-2023 indicates there was no injury to the patient and no medical intervention required. The device was replaced and the condition of the patient was reported as fine. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared properly aligned. The stapler was returned with 22 staples remaining in the cover block, indicating that at least 13 staples were fired by the customer. The trigger was returned partially engaged. No clear evidence of use in the form of biological material was present on the device. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple was properly formed and released. The next four staples also formed and released properly. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. All remaining staples were fired and were able to engage and close into the simulated skin with no difficulty. The customer did not provide a lot number; therefore, a device history record review was performed based upon two potential lot numbers found from the sales history data of the customer. No relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint could not be confirmed. Upon functional inspection, no issues were observed with the returned stapler. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information and sample provided. There were no functional issues found with the returned sample. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a; corrected data: n/a.

Event description:
It was reported that "hcp failed to fire staple because of stuck staples while using on patient."

Event description:
It was reported that "hcp failed to fire staple because of stuck staples while using on patient". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35r 6/box lot # 73e2201087 was manufactured on 05/31/2022 a total of (B)(4) pieces. Lot was released on 06//2022. DHR investigation did not show issues related to complaint. Other remarks: n/a. Corrected data: n/a.